Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken, and they were replaced. Analysis also found the battery release, two side bail covers, the ring cover and the battery drawer broken, the lead flex cover contaminated, the battery contacts compressed and contaminated, the two side bails and the ring missing and the heart lead flex out of specification mechanically, as the heart lead flex fastenings area had an elongated hole. (B)(4).

Event description:
It was reported that the external pulse generator was returned due to being dropped resulting in case damage, and subsequently tested out of specification during manufacturer's analysis.